Event description:
Healthcare professional reported a right side "capsular contracture, grade iii." Healthcare professional additionally reported right side capsular contracture baker grade IV and "thin peri-capsular liquid lamina." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, and capsular contracture baker grade IV.